Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient&#38112;device had stopped working. The patient went to their clinic and when they checked their device, it had been turned off. They turned it back on, but it still didn&#38176;seem like it was working.

Manufacturer narrative:
Note: this event is now reportable for serious injury.

Event description:
Additional information received from a healthcare professional (hcp) reported that when the hcp interrogated the old ins, there was no response therefore he was replacing it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.